Manufacturer narrative:
Device was used for treatment, not diagnosis. Gansslen, a. And krettek, c. (2006). Retrograde transpubic screw fixation of transpublic instabilities. Oper orthop traumatol, 18, 330-340. This report is for an unknown cortex screw / unknown quantity / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, gansslen, a. And krettek, c. (2006). Retrograde transpubic screw fixation of transpublic instabilities. Oper orthop traumatol, 18, 330-340. The authors conducted a study of the reduction and retention of unstable and/or severely displaced fractures of the upper pubic ramus with an associated risk of injury to the pelvic organs with transpubic screw fixation, using synthes 3.5mm cortex screws up to 150mm long. From 1989 to 2003, transpubic screw fixation was performed in 16 patients to stabilize a transpubic instability. The average age of the eleven male and five female patients was 33 years (14-61 years). Post-operative management included weight bearing activity, thrombosis prophylaxis and radiologic follow-up. Serious injury results included: perforation of the cortex and injury to the vessel and nerve bundles of external iliac vein, external iliac artery or femoral nerve: screw replacement to a shorter screw and vessel reconstruction. Joint perforation with the risk of destruction of the cartilage: screw replacement. Impossibility to position the screw and uncertainty of screw position under fluoroscopy: change to a supra acetabular external fixator. Incorrect position of the screw in the symphyseal gap: implant removal, move to a new position, and change of management in some cases. Loss of reduction/instability because of too short a screw: repeat reduction, move to a new position and change of management in some cases. Rectus hernia in one case after a pfannenstiel approach so that surgical revision was required. This is report 1 of 2 for (B)(4). This report is for an unknown cortex screw.